Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a polaris loop stent was received for analysis. A visual evaluation of the returned device found that the stent was found damaged (broken) at its middle section. Only the distal section was returned for analysis, the proximal section was not returned for analysis. No other anomalies or damages were encountered. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have affected the device performance and its integrity. The failure was noted during the procedure, it is possible that the device could have been manipulated, since the failure found is an issue that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was to be used for a right ureteroscope lithotripsy procedure performed in the ureter on (B)(6) 2018. According to the complainant, during procedure when trying to implant the stent, it was noticed that the stent was fractured. It was reported that the pigtail had detached from the stent. The procedure was completed with another polaris loop stent. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR reportable event based on investigation results; stent broken.